Event description:
It was reported during an atrial flutter ablation procedure, a steam pop occurred. Ablation was started at 35w and 40 degrees with a sjm generator. Temperatures were in the low 30's so power was increased to 40w. When touching up the line, the temperatures were still in the mid 30's so power was increased to 45w. A few minutes after this change was made the physician heard a steam pop. The physician immediately stopped ablating and checked the catheter tip outside the body. There was no char or coagulum on the catheter tip. The ablation was completed successfully and confirmed with bidirectional block across the cavo tricuspid isthmus. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection revealed no anomalies. The catheter created and held a curve in each direction and the curves matched the required template. The torque to create a curve was tested and it met spec. The catheter passed the continuity test and there were no issues seen with noise on the EKG. The ablation simulation test was done twice with different settings and the catheter passed both tests. The temperature reading was normal. There was no high temperature reading or 'ee' message from the generator during the test. The catheter also passed the flow rate test. The thermal system of the catheter was inspected with the thermocouple/thermistor verifier and no anomalies were noted. Review of the device history record confirmed this device met mfg requirements prior to shipment. The root cause classification of the reported event is consistent with operational context as device performance was limited due to anatomical/procedural factors or environmental factors.